Event description:
Initially customer called to report having blank display on the pump. Customer also was hospitalized first week in june for dka. Explained to customer the 2 high blood glucose rule. Performed functional tests and passed all tests.